Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm that the wake button was stuck. Reportedly, items were pressing on the wake button which resulted in the alarm. Tandem technical support educated the customer to avoid allowing items to press on the wake button. The customer experienced a high blood glucose level, however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly the customer cleared the alarm and continued to use the pump for insulin therapy.